Manufacturer narrative:
Based on the supplier¿s results of investigation, the device history record could not be reviewed as a lot number was not provided. The sample was not available for investigation, only photos of the sample were provided. From the photos, the unit¿s two front frame tubings were bent at the (manufactured) bent position. The supplier ((B)(4)) checked the device material record documents, and there were no material, design or production procedure changes. As per mentioned in the instructions for use warning, this unit is not intended to be used as a wheelchair. Rollators are not designed to assist users from a sitting to a standing position. Rollators are not suggested for people with severely limited ambulation for whom a rigid walker may be recommended. The root cause could not be determined. We will continue to monitor for trends.

Event description:
The distributor of the product who sold the rollator to the end user patient reported that the front legs collapsed as the patient was using it (at the hospital, not sure if inside or outside) and the patient reportedly fell and hit his head and is reporting he has a head injury. Photos provided but the device was not returned for evaluation.